Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the intra-operative testing showed impedance was good yesterday, but when the rep tested the impedance this morning, they noted electrode 8 was high. The entire system was implanted yesterday. The rep doesn't think electrode 8 was going to be used. The high impedances are noted below. No patient symptoms or further complications were reported. Bipolar: 8, 11: high 8, 10: high 8, 9: high monopolar: 8: high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances wasn¿t determined. The actions/interventions taken was ¿sending stimulation through the system which didn¿t resolve the high impedances.¿ the high impedances were not currently resolved as far as the rep. Knew. No patient symptoms or further complications were anticipated.